Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation was unable to confirm the reported complaint or determine a root cause. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. G1, email address: regulatory.responses@icumed.com

Manufacturer narrative:
, Corrected data: corrected data: h-6 results code

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was noticed to be leaking at the site of the 0.2 micron filter. Small bubbling was present and medication was leaking from inside tubing through small hole on filter. Tubing was changed. No serious harm reported.